Event description:
On (B)(6) 2016 (B)(4) (con): the consumer reported that she felt shocking sensation where the implant was (right butt) and also felt warm sensation at the same location. The patient stated she had fallen before but not recently.the date of the event was based on an estimated timeline. She was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
This date was updated to (B)(6) 2016 as it was wrong in the initial report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.